Manufacturer narrative:
The acist angiographic injection system, model cvi, serial number (B)(4), was returned to acist on february 11, 2020. The injector system was functionally tested and met the pre-established specifications. Acist received a copy of the cine-angiograms of the event. These will be reviewed by acist's medical advisor. Upon completion of this review, a follow-up report will be submitted to FDA. The instructions for use have been reviewed and no inadequacies were identified regarding warnings, contraindications, and the directions/conditions for the use of the device. There is no evidence of device malfunction related to this event and no inadequacies related to the device labeling/instructions for use.

Event description:
User facility reported, during a diagnostic left heart and lima graft catheterization on a patient with angina, and planned percutaneous coronary intervention (pci), the user put a 6 fr im catheter into the patient's left internal mammary artery (lima) graft of the ostium and the catheter dissected the lima graft. The patient experienced st-segment elevation, abnormal heart rhythm, and hypotension. The user observed the dissection on the images. The pci was aborted and a balloon pump was inserted to stabilize the patient. The user believes the dissection was related to the non-acist catheter. The patient was stable post-procedure.

Manufacturer narrative:
H3: acist's medical advisory board member reviewed a copy of the cine-angiograms and information received from the user facility from the event: the cines show a coronary angiogram demonstrating severe three-vessel coronary artery disease. There is also an injection of a patient saphenous vein graft (svg) to the right coronary artery (rca) that appears healthy. Next there is an injection of the left internal mammary artery (lima) graft. This first injection of the graft shows a healthy looking lima graft that is anastomosed to the diagonal coronary artery with some back-filling of the left anterior descending (lad). The next injection of the lima shows a dissection of the graft proximally and occlusion of flow. A subsequent injection shows the dissection to also include the subclavian artery. There is no longer any forward flow in the lima graft. Subsequent images show placement of an intra-aortic balloon pump (iabp). There are characteristics of the lima that make it more vulnerable to dissection when cannulated with a catheter. The user noted in the case report that this is a catheter-induced dissection. Acist's medical advisory is in agreement with this statement. There was no evidence of device malfunction based on the data from the analysis of the injector system. The cause of the event is attributed to catheter-induced dissection. This report is considered closed.